Event description:
It was reported that during the procedure, when opening the blister, it was empty, no implant found. Procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) this report is intended to modify event date

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, g3: date received by the manufacturer, h1: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes,' *h4: device manufacture date, h6: evaluation codes, h10: additional narrative. An implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Vial was returned and seal has been broken and opened. No products inside.pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants IFU (B)(4) rev 9 ¿ 10/19. Information identified: 'description.' DHR review: DHR review was completed for the subject lot number (1243962). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. There was no indication of a packaging nc. Complaint history review: complaint history review was performed for the reported lot number (1243962) for similar event and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.